Manufacturer narrative:
The product was returned for evaluation. Following evaluation of the product no defect was observed with the returned blade and the blade met all manufacturing specifications.

Event description:
It was noticed when closing the incision during a bunionectomy the blade left metal shavings in the surgical site. The procedure was delayed by less than 30 minutes to remove the metal shavings. There was no medical intervention reported as a result of this event.

Event description:
It was noticed when closing the incision during a bunionectomy, the blade left metal shavings in the surgical site. The procedure was delayed by less than 30 minutes to remove the metal shavings. There was no medical intervention reported as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.